Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2010-00032, since there is more than one device implicated.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir sample ((B)(4) / lot 0805c01) was reported to be getting a c8 on the display, it was hard to depress and almost impossible to use. He confirmed that he was getting a c8 and not an f8 on his display. This pen was his back-up device that he stored in the refrigerator. He reported a second humapen memoir sample (pc 1326938/ lot unknown) that had a battery display flashing and he then started losing digits on his display. This device was not stored in the refrigerator. The battery went dead and he had lost this pen. The patient operated the device. It was unknown if the patient was trained or the length of use of the device model. The device with the unknown lot number was used for about a year. It was unknown how long the device with the lot 0805c01 had been used. Return of the device with the lot number was anticipated.